Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced multiple hypoglycemia events while using the ilet system, leading support to guide a factory reset with completion of cgm pairing, insulin cartridge and set changes, weight entry, and phone pairing; oral glucose was used to treat low glucose, and the underlying cause remained unclear. Symptoms included hypoglycemia. Outcomes included a serious injury/illness impairment and an unexpected medical intervention in the form of medication (oral glucose). Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no specific findings, with device problem and component details insufficient to determine a device-related malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.